Event description:
Name of procedure: sleeve gastrectomy. Event description: during laparoscopic sleeve gastrectomy used for clipping along the greater curvature. In total it occurred with 7 clip applier. All with the same lot. They were used at 6 sleeve gastrectomy's. Dates: on (B)(6) and two on (B)(6). The sleeve gastrectomy's were performed by 2 different surgeons. (Name redacted). It was not possible to load the clips or clips are not loaded correct. In some cases, after not loading two clips at the same time appeared. Replaced with another applied clip applier, in one operation 3 clip applier needed until one was working there was no additional intervention required. Customer has used 7 clip applier with malfunction. They were able to collect 4 of these 7. They can be returned. Intervention: replaced with another applied clip applier, in one operation 3 clip applier needed until one was working there was no additional intervention required. Patient status: no patient injury reported.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: sleeve gastrectomy. Event description: during laparoscopic sleeve gastrectomy used for clipping along the greater curvature. In total it occurred with 7 clip applier. All with the same lot. They were used at 6 sleeve gastrectomy's. Dates: 01.12; 02.12; 03.12; 09.12; 10.12 and two at 16.12. The sleeve gastrectomy's were performed by 2 different surgeons. (Name redacted). It was not possible to load the clips or clips are not loaded correct. In some cases after not loading two clips at the same time appeared. Replaced with another applied clip applier, in one operation 3 clip applier needed until one was working there was no additional intervention required. Customer has used 7 clip applier with malfunction. They were able to collect 4 of these 7. They can be returned. Additional information received from applied medical representative via email on 09jan26: for all clip- appliers the same problem occurred. Clips could not be reloaded. It did not occurred for the first clip but on subsequent clips. The trigger could be actuated easy and complete. Clip applier was used with 12mm applied trocar and not used preloaded before insertion. There as no clip manually removed. Intervention: replaced with another applied clip applier, in one operation 3 clip applier needed until one was working there was no additional intervention required. Patient status: no patient injury reported.